Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer was transported to the hospital by paramedics who were called in response to a blood glucose level of 525 mg/dl. Blood glucose level at the time of admission was between 400 and 500 mg/dl. The customer's mother reported that the cutomer was vomiting and smelled like ketones. When the cannula was removed, they noticed blood at the site. The customer's mother repored that the cannula may have been inserted into a capillary, causing the high blood glucose levels. The insulin pump was not replaced or returned for analysis.